Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was completely dead as the patient could no longer get the battery to charge. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable one. The patient was doing well postoperatively and was successfully reprogrammed. The explanted ipg was not returned as it was discarded by medical facility.